Event description:
Report received indicated that following surgery for stoma, there was a stay suture about 1 inch above the stoma on patient. After it was removed, a small wound developed and is now about 41 mm x 22 mm moist red at skin level with rolled edges. The patient has been seen by home health care nurses and at a wound care ctr. The crusting technique was reviewed and products recommended. Samples have also been sent to the patient. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in may 2011. The data presented is from three different product applications. The report states that there are no significant trends.